Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. As no serial number was provided, we were not able to complete a device history record review. The IFU contains the following statements: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur¿properly and securely connect all cables. If the cable connector has a locking mechanism, such as connection screws, lock the cable connector. Otherwise, equipment damage or malfunction, such as no images on the monitor can result.¿ though a definitive root cause could not be determined, investigation believes one of the following likely caused the reported event: aging deterioration of the device, causing some of the components to fatigue and fail. Possible image failure because of an internal board malfunction. Improper connection or possible damaged connector socket due to excessive force. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the visera elite video system center lost its image during an unspecified procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report that they were experiencing issues with the image dropping on the pip monitor during a procedure. Tac attempted a few trouble-shooting options that were ultimately unsuccessful. Tac then instructed the customer that they would provide the registered complaint information for this event. However, three good faith attempts were made to provide this information and obtain additional details from the event with no response from the customer. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.